Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had multiple issue such as screen went black and drawer failed. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failed. The field service engineer (fse) found a network cable connected from the communication sled to a network port that was designated exclusively for the helmer refrigerator. The fse removed and plugged the cable and, then restarted the medstation successfully. All smart drawers auto recovered and returned to normal operation. The customer mentioned that recovery was successful. During the downtime, this station was located in the emergency trauma area, and pediatric nurses needed to access it to pull medications. The system functioned as intended after the field service engineer resolved the issue.